Manufacturer narrative:
A boston scientific technical services consultant informed the patient that once the remaining longevity is below one year remaining, it can be more difficult to tell exactly how much time is remaining. The patient stated she is being seen approximately every three months in the clinic and also performing phone checks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated that four months ago she was informed by a boston scientific representative that her device had five months remaining longevity. However, the boston scientific representative who just checked his device stated there was two to six months of remaining longevity. The patient mentioned feeling light-headed at times during phone check. The patient is pacemaker dependent and was inquiring why the estimates were different. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming this device was subsquently explanted and replaced with a competitive device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.